Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The insulin pump has cracked case at display window corners.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The down arrow button was hard to push down. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.